Event description:
Initial aaa repair was performed in 2004. During the six month follow-up examination, a noted shrinkage of the aneurysmal sac was observed. No endoleak appearance was viewed at this time. When the pts returned for the twelve month follow-up examination, a type iii endoleak was viewed, resulting from the migration of the contralateral leg graft. The first stent body of the leg graft had migrated down below the gold check mark of the contralateral limb in 2005, an iliac leg extension was deployed, bridging the contralateral leg ad contralateral limb of the main body graft. Endoleak was noted to have been resolved during the final angiogram.